Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out-of-range shocking lead impedance measurement that was detected via the patient¿s remote monitoring system. Additional information was received and indicated that the physician was aware of the out-of-range measurement. The patient would continue to be monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.